Event description:
The slush machine was turned on at 5:15 am. At 7am it was still not making ice like it should have. Had to get another machine in order to start the procedure. Manufacturer response for surgical slush machine, or solutions (per site reporter). It was sent to medline, formerly ecolab to be evaluated.